Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified inferior vena cava to left common femoral vein. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during the first inflation for 10 seconds, the balloon ruptured. A 18-6/5.8/75 xxl esophageal balloon catheter was selected; however, during the first inflation for 10 seconds, the balloon ruptured. Another 18-6/5.8/75 xxl esophageal balloon catheter was advanced, but it also ruptured after the first inflation for 10 seconds. There were no patient complications nor injuries reported and the patient's status was stable with very aggressive compression management. Patient was rescheduled to the local hospital 4 days later to try another device.